Manufacturer narrative:
H11. Additional narrative the device was not returned for evaluation, as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
Edwards received information that a patient with a 21 mm 11500a aortic valve underwent valve-in-valve procedure after an implant duration of two (2) years and four (4) months due to increased gradients. A non-ew device was implanted successfully. Patient outcome was reported as remission.